Event description:
On (B)(6) 2010, the pt was implanted with an scs system. On (B)(6) 2010, the clinical specialist (cs) met the pt for routine programming. The pt told the cs during that appointment that back in (B)(6) 2010, he was driving with his stimulator on and it started heating up (temperature) until it was burning so badly that he had to pull over and turn the stimulator off. The pt said that after he turned the stimulator off, the burning sensation went away and that he has never had anything similar happen since. The cs recommended that the pt not to drive with the stimulator turned on. The pt is getting good stimulation where needed.

Manufacturer narrative:
Eval: method: the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.